Event description:
While doing a fixation in the right proximal metatarsal, the 2.5mm drill bit from small frag set broke. This broken piece showed up on pt xray. Dr stated, "the drill bit strengthened the fixation." Broken drill bit was not removed.